Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "stage 4 shell of the 2 prostheses". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to partial implant date d6a: 2013 was provided. Clarification to d4 - catalog #: 410 lf reported.

Event description:
Regulatory agency reported on behalf of health professional "stage 4 shell of the 2 prostheses". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted and replaced with a non-abbvie device. Capsulectomy was performed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.